Manufacturer narrative:
It is unknown which device caused this adverse event, so all system components are being included on this report. Additional system components involved in this adverse event include: item #pla230300j/lot #21075235/ UDI # (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: indications for use - the gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. The aortic and iliac extender endoprostheses are intended to be used after deployment of the gore® excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and/or sealing for aneurysmal exclusion is desired.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a chronic type b thoracic aortic dissection using gore® excluder® aaa endoprostheses. After a guidewire was advanced up to the patient's ascending aorta, a gore® excluder® aaa aortic extender component was deployed at around the th11, followed by a gore® tag® conformable thoracic stent graft with active control system (ctag-ac) which was placed proximal to the aortic extender component. Angiography imaging revealed that the aortic extender component and the distal end of the ctag-ac device had been deployed within the false lumen of the dissection. Imaging also revealed that the guidewire had entered the false lumen from the re-entry tear near the bifurcation of the patient's internal and external iliac artery. The guidewire had then exited the false lumen and re-entered the true lumen from the re-entry tear near the th11. Using a guidewire with the tip cut off, a hole was created at the inner membrane proximal to the patient's celiac artery and at the distal end of the deployed aortic extender component to create a path between the true and false lumens. An additional aortic extender component was deployed at the hole to redirect the blood flow from the false lumen to the true lumen. Another ctag-ac device was placed proximal to the first ctag-ac device, just distal to the patient's left subclavian artery. The primary entry tear was closed. Final angiography imaging revealed blood flow was intact, and the procedure was completed. Post-operative CT imaging directly following the procedure revealed that the second aortic extender component, being used to secure blood flow between the true and false lumens, had migrated into the false lumen. Blood flow was still noted from the false lumen to the true lumen through the created hole above the patient's celiac artery. Reportedly the physician noted that the device may have moved proximally upon deployment, so there was a possibility that the device migrated at that point. However, as intraoperative angiography imaging showed intact blood flow from the re-entry above the patient's celiac artery, the physician reportedly felt that the device was correctly placed at the hole. A reintervention was performed on the same day to prevent occlusion. The pre-existing hole above the patient's celiac artery was dilated using a pta balloon catheter to ensure blood flow from the false lumen to the true lumen. The migrated aortic extender component was left within the false lumen. The patient tolerated the procedure.